Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided by the initial reporter that in the surgeon's opinion, a biometric error caused or contributed to the event.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A surgical technician reported that following an intraocular lens (iol) implant procedure, the patient experienced blurry vision. The lens was exchanged in a secondary procedure. Additional information was requested.